Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter : (B)(6). Event site city : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had electrical test fails code # 53. There was no harm reported.

Event description:
It was reported that during use, the cs300 intra aortic balloon pump (iabp) had a malfunction and failed the electrical test #53 performed. Patient was involved, however no personal injury occurred.

Manufacturer narrative:
Updated fields: b1 (adverse event/product problem), b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. To solve the issue, the field service engineer replaced the defective vent valve (0119-00-0170). In addition to exceeding deadlines, batteries (0146-00-0039) and adult safety disk assy (0997-00-0985-01) were also replaced. The overall functionality was tested, and the machine is operating normally. All functional and safety tests were performed and met to the factory specifications.